Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) suddenly stopped working. Upon clinical examination, a cystoscopy was performed and it was noted that the cuff was not closing entirely, leading to the diagnosis of urethral erosion. The entire device was explanted and replaced. The patient is expected to fully recover.